Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice low recirculation volume cassette leaked from the cassette component. This occurred after treatment for peritoneal dialysis therapy (pd); ¿when the caregiver opened the machine (homechoice) door¿. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment as precautionary measure. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted an incomplete weld between the sheeting and the molded cassette. Functional testing including leak and clear passage were performed; leak testing revealed a leak between the sheeting and molding cassette. There was no issues noted during clear passage testing. The reported condition was verified. The cause of the condition is related to the welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.